Event description:
It was reported that the user experienced a low blood glucose event to 56 mg/dl while using the ilet system, with the user also reporting recent weight loss from 172 lbs to 152 lbs and attributing the low to a medication change (majero); available device problem information was insufficient, and device component details were insufficient. Symptoms included hypoglycemia with dizziness, headache, and diaphoresis. Outcomes included no health consequences or lasting impact, and the user corrected glucose with oral glucose tablets and a small banana and was in range after treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.